Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a pcb00 intraocular lens (iol), the device pierced the capsule at the time of injection. The physician was able to complete the surgery by placing the implant in the sulcus. Patient's pre-op condition was 2/10 and post post-op condition was 4/10. There was no additional secondary surgery or medical intervention required. Through follow up it was learned that the patient currently sees 10/10 with the lens implanted in the sulcus. No other information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.